Manufacturer narrative:
S/w ver. Unknown retainer ring = black on (B)(6), 2022 customer reported a crack on the liquid crystal display window. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked liquid crystal display window, cracked battery tube threads, cracked case on the battery tube side, scratched case. Device was received with a flashing medtronic logo screen followed by an unexpected intermittent beep alarm. Unable to perform displacement test due to the display anomaly. After visual inspection, there is corrosion in/around the following: keypad flex cable terminal; electrical boards 1; electrical boards 2, liquid crystal display flex cable terminal. After plugging a known good electrical board 2 and a known good electrical board 1 into the original case, the device booted up normally. After plugging a known good electrical board 2 into the original electrical boards 1 and then into the original case, the device booted up normally again. But after plugging the original electrical boards 2 into a known good electrical board 1 and then into the original case, the device booted up to a flashing medtronic logo screen. In summary, the customer's report of a crack on the liquid crystal display window was confirmed. The flashing medtronic logo screen followed by an unexpected intermittent beep alarm is due to electrical boards 2 and the moisture damage at the electrical board 2 connector interface. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump display was cracked. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Insulin pump will be return for analysis.